Manufacturer narrative:
**UDI related data quality updates only** this report is being filed as a correction in response to an FDA request for the complete the unique identifier (UDI) #.

Event description:
It was reported that this right atrial (ra) lead presented loss of capture and undersensing, so it was examined by x-ray imaging and was found to have dislodged. Subsequently it was explanted and a new lead was implanted. No additional patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead presented loss of capture and undersensing, so it was examined by x-ray imaging and was found to have dislodged. Subsequently it was explanted and a new lead was implanted. No additional patient effects were reported.